Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarm frequently. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer said the internal power source was unable to charge. Customer said power error alarm occurred when the batteries are out from the insulin pump for less than 10 minutes. Current battery has been in the pump for at least 1 hour. Customer had changed batteries 2-3 time a day but the issue reoccurred. Customer believed duracell works better. Customer said the insulin pump was not exposed to a temperature below 41 fahrenheit. Customer also received post-rest alarm. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error alarm noted. Power loss alarm, replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the insulin pump alarmed replace battery alarm, replace battery now alarm and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly. Unit was received with faded serial number label, scratched case, minor scratched lcd window and cracked select button keypad overlay.